Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ stopcock tubing kinked during use, causing flow through it to deteriorate. The following information was provided by the initial reporter: "when using the product, it is difficult to remove the kink that becomes after the product is packed. This causes the flows in the tube to deteriorate."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2020 . H.6. Investigation: a device history record review was performed for provided lot number 9281003 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one physical sample was provided for evaluation by our quality engineer team. Through examination of the sample, the tubing was observed kinked. It has been determined that the kinked tubing was most likely related to the tubing length, as the tubing was close to the shortest length within specifications. A quality alert was issued for this incident in an attempt to increase awareness of this potential defect on the production floor.

Event description:
It was reported that the bd connecta¿ stopcock tubing kinked during use, causing flow through it to deteriorate. The following information was provided by the initial reporter: "when using the product, it is difficult to remove the kink that becomes after the product is packed. This causes the flows in the tube to deteriorate."